Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to procedure, a decrease in pacing impedance was noted on the atrial lead. The lead was capped. The patient was stable.